Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed the system setup (active exhalation control module). The technician recommended replacing the 3 way solenoid valve and proportional valve (aecm) to address the issue. The fco follow up by a philips authorized service provider after the repairs are complete. No further investigation is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed the system setup (active exhalation control module). The technician recommended replacing the 3 way solenoid valve and proportional valve (aecm) to address the issue. The fco follow up by a philips authorized service provider after the repairs are complete. No further investigation is required at this time. Nem information/linv: the trilogy evo solenoid valve was returned to the manufacturer product investigation lab (pil) and the failure of the solenoid valve was confirmed. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped. Additionally, the trilogy evo proportional valve was returned to the manufacturer product investigation lab (pil) and the failure of the proportional valve was not confirmed. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped.